Manufacturer narrative:
Correction: b5 for spelling extend instead of extent and clarification of explant statement.

Event description:
It was reported that during implant it was noted that a dislodgement and failure to extend on the right ventricular (rv) lead. The physician elected to not used the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgment and a helix mechanism issue. As received, a complete lead was returned with the helix extended. During initial investigation the helix was found to be bent, therefore the helix mechanism test was unable to be performed. The cause of the reported event was isolated to the helix being bent / damaged and over torqued inner coil at the connector region consistent with procedural damage. No other anomalies were seen.

Event description:
It was reported that during implant. Device interrogation revealed dislodgement and failure to extent on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.